Event description:
The customer contacted the siemens technical solutions center (tsc) to report that the cover of an advia centaur xp instrument had fallen onto an operator, who had raised the cover for troubleshooting. The cover made contact with the back of the operator's head. The operator did not require any medical intervention.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the gas spring and shock and did not find a malfunction. The operator did not know whether or not the instrument cover had been completely open. The cause of the instrument cover falling onto the operator is unknown. This instrument is performing according to specifications. No further evaluation of this device is required. Siemens healthcare diagnostics has investigated the occurrences of advia centaur xp instrument covers falling during maintenance procedures. When the instrument cover is raised, the cover is supported by a gas spring attached at the middle of the cover. Over time, the gas spring may lose its effectiveness and fail to support the cover in its full or partially open position. This may lead to the cover falling during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 10817522 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. Customers outside of the united states were sent urgent field safety notice (ufsn) 10817521 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. The umdc/ufsn provides guidance to customers by explaining actions to avoid injury and to contact their siemens technical support representative if the cover cannot stay partially raised. Siemens technical support representatives will be routinely inspecting gas springs on regular preventive maintenance cycles or service visits.